Event description:
A malfunction code 16-0x20e6 was reported by the distributor from the czech republic. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for the replacement of the pump, which was within warranty. The customer was informed about the need for a replacement pump, and the backup therapy would involve using the new pump with serial number (B)(6). The customer¿s shipping address was confirmed for the delivery of the replacement pump, and transportation instructions were provided.